Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. A field service engineer (fse) observed the issue while at the customer site completing preventative maintenance. It was determined that a replacement power management (pm) printed circuit board assembly (pcba) was needed. Further service of the device is pending. Final investigation and disposition are pending.